Event description:
It was reported that the patient received inadequate atp and shocks while in svt. Noise was observed on the ventricular lead. The noise was not reproducible at the clinic. Damage leads, connection issue or other metal against metal contact were suspected. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.